Event description:
It was reported that pads were not filling in an arctic sun device. As per follow up information received on 11dec2023.the device returned to a bd-approved facility for evaluation. Change the level sensor and perform the ctu calibration, all tests, put a screen protection . Per sample evaluation results on 22dec2023, it was reported that there was a crack on the level sensor and the fill tube was dirty.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pads were not filling in an arctic sun device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pads were not filling in an arctic sun device. As per follow up information received on 11dec2023, the device returned to a bd-approved facility for evaluation. Change the level sensor and perform the ctu calibration, all tests, put a screen protection . Per sample evaluation results on (B)(6) 2023, it was reported that there was a crack on the level sensor and the fill tube was dirty.